Manufacturer narrative:
Per the user guide: always make sure that the correct time and date are set on your system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump time was incorrect as the customer had not adjusted the pump to daylight savings. There was no reported adverse impact to the customer's blood glucose level. Tandem technical support guided the customer through adjusting the pump time.